Manufacturer narrative:
(B)(6). Catalog # igtcfs-65-1-jug-celect-pt. Summary of investigational findings: investigation is based on event description and review of provided imaging. Review of images from follow-up CT scan confirms grade 3 interactions between 2 primary filter legs and the wall of ivg. One of the primary filter legs abuts the wall of the duodenum. The other primary leg extends through the ivc wall and extends into the psoas muscle. No inflammatory changes in both cases. The 2 remaining primary filter legs demonstrated grade 2 interactions with the wall of the ivc extending into the retroperitoneal fat, without associated inflammatory changes. All secondary filter legs demonstrate grade 1 interactions with the ivc wall. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 19.1 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3313101) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast and filter legs did appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.8 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 3.5 degrees. On (B)(6) 2016, 12-month follow-up CT, (352 days post-procedure): site: grade 3 filter leg interaction with ivc wall. Patient outcome: the patient remains in the clinical study.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 19.1 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect&#59398;filter (lot # e3313101) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast and filter legs did appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.8 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 3.5 degrees. On (B)(6) 2016, 12-month follow-up CT, (352 days post-procedure): site: grade 3 filter leg interaction with ivc wall. Patient outcome: the patient remains in the clinical study.